Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultralink meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 2:15pm on (B)(6). The patient reported obtaining a blood glucose reading of 248mg/dl on the subject meter. The patient manages their diabetes with pills, diet and exercise. The patient reported continuing to take their usual dose of medication in response to the alleged issue. The patient reported developing symptoms of "confusion, forgetful and almost passing out." It was unclear if the patient developed these symptoms before or after the reported high readings. The patient's daughter called an ambulance in response to these symptoms. The patient reported receiving hcp treatment of "several blood tests and a glucose injection&#56224; the patient reported obtaining a blood glucose reading of 148mg/dl on the ambulance meter. The patient stated that the next day their doctor gave them insulin to manage their blood glucose. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient suffered a serious injury related to hypoglycemia while using the subject meter.